Manufacturer narrative:
The customer provided additional information regarding the initial and repeat pth results: the initial pth result was between 8-9 pg/ml. The repeat pth result was between 11-12 pg/ml. During testing, the operator noticed fibrin in the tubes and respun the tubes before repeat testing.

Manufacturer narrative:
A specific root cause could not be identified. No calibration issues were observed. Quality control recoveries were within specified acceptance range. No reagent issue was detected. No information was provided indicating an issue with the instrument. Based upon information provided, it was determined a possible reason for the event was improper sample preparation. Fibrin was observed in the sample and the issue was solved by additional centrifugation of the sample. No further information regarding the patient was available. It is unknown why the pth determination was performed for this patient. No adverse events were reported.

Event description:
The customer had an on-going issue with questionable parathyroid hormone, intact (pth) results. Questionable results occurred (B)(6) 2010. She stated 78 patient samples were tested on (B)(6) 2010 and she provided discrepant pth results for one patient sample. The original pth result was <9 pg/ml. This result was reported outside the laboratory. The sample was repeated on the same elecsys 2010 rack analyzer and generated 11.8 pg/ml. No adverse event has been alleged regarding the discrepancies. The pth reagent lot was 15918402.